Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed. The blood glucose reading is 131 mg/dl. The alarms occurred during the rewind/prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.